Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said he had two ins one year apart because they needed to put two leads. The patient reported he had trouble charging his ins. It took him about a month trying to charge it. He was able to charge it and the charger is working fine. The patient also reported he felt shocking at the battery site when he got the device to charge. The patient was referred to a surgeon who told him the battery might leak. The patient also mentioned that he fell a couple times last month. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.